Manufacturer narrative:
(B)(4). Eval, results: (mi).

Event description:
It was reported that the reported myocardial infarction was related to the target vessel. (Ref MFR # 9612164201100340, 9612164201100341 & 9612164201100342).

Event description:
Pt received a 2.75mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid rca, a 3.0mm diameter x 15mm length endeavor sprint rx drug eluting stent in the prox rca and a 2.75mm diameter x 24mm length and an endeavor sprint rx drug eluting stent in the mid lad. However, it was reported that dan mi occurred on the same day as stent implant. Investigator reported that the event was unrelated to the study stent and definitely related to the procedure. No other clinical sequelae were reported (ref MFR# 9612164-2011-00340 and 9612164-2011-00342).